Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) performing preventative maintenance (pm) replaced the drive regulator to resolve the issue. Unrelated to the reported event, the fse replaced the critical alarm battery that was due for replacement. The fse completed pm, performed calibration, and all pneumatic, functional, and electrical safety tests. The unit passed all tests and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
During a scheduled preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), it was found that the drive regulator would not maintain proper pressure. There was no patient involvement and no adverse event was reported.